Event description:
On [date redacted] pt received a durolane injection to the l [left] knee in the [redacted] orthopedic office. No immediate complications were noted post-injection. On [date redacted] -- 2 days after injection, the pt called the office reporting he was experiencing swelling, inability to weight bear, and extreme pain. Pt reported was resting the knee, using ice, elevating the extremity, and taking/exceeding the normal amount of advil without relief.